Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced drainage, tenderness, and scabbing located at the ipg site. In turn, the physician prescribed the patient oral antibiotics and the symptoms alleviated. Later, drainage reoccurred and the patient was prescribed oral antibiotics.

Event description:
Additional information received advised that the wound at the ipg site has healed.